Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial damage to the outer jacket of the driveline evaluation of the submitted log files confirmed low speed and pump stomp events; however, a direct cause for these findings could not be conclusively determined through this evaluation. A distal end driveline repair was performed by abbott technical services on 26sep2023 under work order (B)(4) . Approximately 15.5¿ of the external, distal end of the driveline was returned. Tongue depressors were securing the distal end of the driveline and the controller connector. Tape was covering a majority of the returned driveline. In the condition that it was received, an electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. Removal of the tongue depressors and tape revealed multiple holes in the outer jacket. The driveline was disassembled and an examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. Following the repair, the patient continued to experience low speed and pump stop events, and underwent a heartmate ii to heartmate 3 exchange on 03oct2023. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The severed distal end portion was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, bend relief, and collar) was returned attached to the outflow elbow. The outflow elbow was attached to the pump¿s outlet port. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The returned portion of driveline was tested for electrical continuity and all wires were found to be electrically intact. No wire-to-wire or wire-shield shorts were induced during testing. The driveline was disassembled and microscopic inspection of the underlying wires of the pump end driveline portion revealed no signs of damage to the wire insulation or the underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged. The log files from the new system controller were submitted and captured the controller exchange and then multiple pump stops, low voltage hazards, and low flow events that occurred throughout the log on battery power and on an ungrounded cable. The system controller had half of the green circle illuminated. There was an area on the driveline that was bent by the pocket controller. There was some thinning of the metal shielding that surrounded the wiring. When the bent part was straightened, the alarms ceased. A phase to phase short was confirmed and the external portion of the driveline was replaced with no issues. The patient was placed on a grounded cable and performed several torso movements with no alarms. Several hours later the patient had pump stops on the grounded cable. They were placed on an ungrounded cable and monitored. The last pump off event was noted in the log files when the patient was connected to a grounded patient cable and no further alarms were seen. The first system controller was exchanged due to flashing lights on the pocket controller with no green arrows illuminated, suggesting the pump was not on. The alarms resolved from 20-30 minutes then there was a low speed, low flow, and pump off. The driveline was attempted to be externally repaired but there were still pump off episodes. The pump exchanged occurred on 03oct2023. Related regulatory reference report MFR # (B)(4).